Event description:
It was reported to philips that the radiation shield screw was loose and there was a bed lock issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service tightened the screw and inspected the bed lock, confirming it was normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).